Event description:
It has been reported to philips that fluoroscopy was not possible in allura system. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) checked the system logs and confirmed that the fluoro was failed. Troubleshooting actions showed a problem with the generator. The fse replaced the inverter and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned cardiac arrhythmia treatment was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of system log file by fse showed that the generator was damaged. Upon troubleshooting, fse found that the power invertor in the generator was faulty. To resolve the issue, fse replaced the power invertor and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.